Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as patient/consumer). H10: the device was received for evaluation. A visual inspection with the naked eye was performed and the blue pull ring cap was observed dislodged from the patient adapter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective shipping cap (blue pull ring) of a peritoneal dialysis (pd) transfer set separated from the catheter connector. The event was further described as "blue cap of the transfer set which need to be connected to titanium adapter was found separated". This was observed before use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.